Event description:
Healthcare professional reported, right-side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Email: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation is observed. Voids are observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, right-side rupture and capsular contracture, baker grade iii. Additionally, an ultrasound revealed "no signs of complication¿, ¿right armpit with nodes of reactive characteristics and siliconomas¿, and "internal mammary gland, images suggestive of siliconomas also seem to be observed on the right¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side rupture and capsular contracture, baker grade iii. Additionally, an ultrasound revealed "no signs of complication¿, ¿right armpit with nodes of reactive characteristics and siliconomas¿, and "internal mammary gland, images suggestive of siliconomas also seem to be observed on the right¿. The device has been explanted and replaced with a non-allergan device.